Event description:
(B)(4). Initial and additional information received from a consumer on 05/18/2009 and 05/20/2009: a currently (B)(6) female was treated with two sessions of poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injections for cosmetic purposes under her cheekbones in the dimple area on both sides of her face on an unspecified date 3 years ago (approximately 2006). The consumer reported a couple of days immediately after the injections, she developed several bumps under her cheekbones; the bumps were described as the size of a "big red bean;" they were at the injection sites and they have been there for 3 years now. She stated the bumps are not increasing in size; however, they have not decreased in size one bit and are very noticeable. She was told by her physician that the bumps will go away on their own but they have not gone away yet. Her physician told her that she can have surgery to get rid of the bumps; however, she does not want to have surgery. She is not sure what to do and is not happy with the results she got from the poly-l-lactic acid injections. Medical history and concomitant medications were not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.